Event description:
The complainant had an impella cp pump placed to support a patient with cardiogenic shock/acute myocardial infarction and other underlying comorbidities. The impella cp was placed and was supporting with signs of hemolysis. Creatinine was increasing and possible continous renal replacement therapy (crrt) to support the patient through acute state. Urine output was less than 30 milliters per hours and tea colored. Crrt was being seting up to be started. The pump was explanted after two days and then the patient was supported by an impella 5.5 pump.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, data log were reviewed: no mc spike outside of the p-level changes observed. No positioning issue seen. No suctions or placement signal trend observed. Good device position confirmed while hemolysis issue reported. Unclear if hemolysis resolved. The cause of the hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿